Manufacturer narrative:
Pending investigation. D10/d11: concomitant medical products: serial number. Item number and full description. (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. (B)(6) 02-012-35-4013 - logic tibia ps mod insrt sz 4 13mm. (B)(6) 02-010-01-0340 - logic femoral ps cem right sz 4. (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t.

Event description:
As reported, the patient had an aseptic patella loosening on (B)(6) 2014. The patient presented on (B)(6) 2019 and bone scan showed increased periprosthetic uptake around the right femoral component indicative of component loosening. The patient was revised (B)(6) 2022. The case report form indicates that this event is definitely related to device, unlikely related to procedure. Outcome: resolved on (B)(6) 2022.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report #1038671-2023-00064.